Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted. PMA/510(k) - not applicable.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Device returned was not manufactured by our company.